Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the partial lead was returned in one piece. Visual examination found an external insulation abrasion that breached the right ventricular cable lumen with intact etfe cable coating and inner coil lumen at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
D7a.